Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-12854. It was reported the patient's leads had migrated causing ineffective therapy. The issue was confirmed via x-rays. Surgical intervention was undertaken and the existing leads were explanted and replaced. Effective therapy was confirmed post op.